Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for suspected pump thrombosis, and subsequently underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Evaluation of the returned explanted device, confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 13 inches from the pump housing. The distal end of the driveline was returned measuring approximately 23 inches, and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was also returned separate from the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were returned unattached from the outlet elbow. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. A dark red, ring-like thrombus formation was observed surrounding the inlet bearing cup. In addition, a dark red and black, ring-like thrombus formation was observed surrounding the inlet bearing ball. The similarity in structure suggested that they developed as one formation around the inlet bearing and were pulled apart during disassembly of the pump. The laminated structure of the thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Further, it appeared to have moderately obstructed the flow of blood. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined, it could have contributed to a flow issue. Upon disassembly of the returned pump, examination of the remainder of the blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to a flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.